Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No failed battery test alarm and no blank display anomaly noted during test. Device received with broken battery tube threads, missing end cap sticker and missing address or serial label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was blank. Customer's blood glucose value was 170 mg/dl and over 200 mg/dl though they were normally low 100 mg/dl. Troubleshooting was performed. Customer stated that the label on the back was all white, meter did not have the insulin pump serial number. Customer stated that the insulin pump did not holding a charge and keeps getting failed battery message. Customer stated that the half of the rim of the battery compartment was crack or missing pieces when changing the battery. Customer stated that the threading was stripped and cap was missing an o-ring, so customer was unable to fully screw in the battery cap. The device will be returned for analysis.